Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale; stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that during removal of the stent delivery sys (sds) from the pt, after the inability to cross the lesion, the stent dislodged in the rca. No resistance during removal of the device was noted. A voyager balloon catheter was used to compress the stent to the vessel wall in an unintended site. No add'l event or pt info is available.

Manufacturer narrative:
Results: prod perf engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: qa analysis revealed that the stent delivery sys (sds) was returned with blood visible in the guide wire lumen. There was crystallized contrast visible in the inflation lumen and balloon. The stent implant was dislodged from the sds and not returned. The balloon was tightly folded. There were crimp marks visible on the balloon between the markers. The inner and outer members were bunched 7.5 cm distal to the guide wire exit notch for a length of 10 mm. There was a kink in the shaft 3.5 mm proximal to the guide wire exit notch. There were no kinks or damage noted to the tip. There was one kink in the hypotube 94.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. The tip seal length was measured and met mfg criteria. The stent implant outer diameters could not be measured due to the stent implant not being returned. Prod perf engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.